Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is conservatively filed to report that during use with the clip delivery system (cds), the mean pressure gradient was high. It could not be confirmed if the gradient returned to baseline which suggests mitral stenosis may have occurred. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve, and the leaflets were grasped; however, the mean pressure gradient (mpg) was high; therefore, the clip was not implanted, and the cds was removed. The procedure was aborted with no clips implanted, and the mr remained at 4. It could not be confirmed if the gradient returned to baseline. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of mitral stenosis, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect of mitral stenosis and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.